Event description:
It was reported that electrodes 10, 12, 14, and 16 had high impedances when measured at 0.7 v. Further impedance testing was performed at 3.0 v and it was found that only the #10 electrode was out of normal range at that time. It was noted that impedances measured with electrode #10 as the reference electrode were as follows: #1-14 at 26,000-34,000 ohms and #15 at >40,000 ohms. There was ¿almost nothing that the therapy effect declined to the patient due to the impedance abnormality in this case.¿ it was noted the patient was only using their device a few days a week as of (B)(6) 2022 with ¿almost no aching pain occurring, even when the stimulation was turned off.¿ the patient continued to use their device and was programmed to receive stimulation ¿without using [electrode] #10 since prior to the event occurring.¿ there were no external factors in particular reported that may have led or contributed to the issue. There were no actions in particular taken to address the issue. The patient¿s physician¿s observation about causality was asked but unknown. The issue was considered resolved at the time of report. There were no surgical interventions planned or performed and the chronic intractable chronic pain patient was alive with no injury at the time of report. It was noted the patient¿s device ¿should be replaced in 2023¿ and that the ¿patient did not hope to replace it with the new device.¿ no complications were reported or anticipated.

Manufacturer narrative:
G2. Foreign: jp this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.